Event description:
This unsolicited device case from (B)(6) was received on 02-oct-2015 from a physician. This case concerns an adult male patient (in late 40's) who received treatment with synvisc and experienced massive red swollen knee, drained the fluid from knee and allergic reaction to synvisc. The patient had received one injection of synvisc in the past with no adverse event. No medical history, concomitant medication or concurrent condition was reported. On an unknown date, 5-6 years ago, the patient received treatment with second intra-articular synvisc injection (dose, frequency, indication, batch/ lot number and expiration date: not provided) into unspecified knee. On an unknown date, within 1-2 days following the injection, the patient presented to the doctor with a massive red swollen knee. It was reported that the doctor drained the fluid, it was clear and he sent if off to be tested. It did not grow anything. It was further reported that the doctor did not think it was an infection, he thought it was an allergic reaction to synvisc. Also reported, the doctor made the decision to give the patient a steroid injection in the knee straight away and by the next day the steroid injection had helped the patient's symptoms. On unknown dates, the patient recovered from all the events. It was reported that the doctor could not remember whether or not the patient still received any benefit from the synvisc after he got better from the adverse event. The patient had some platelet rich plasma (prp) injections since which helped for a few months. Action taken: unknown. Corrective treatment: steroid injection for all the event; drained the fluid for massive swollen knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention for all the events additional information was received on 05-oct-2015. Ptc results were added and text was amended accordingly.

Event description:
This case is cross reference with case ID: (B)(4) (same patient). This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns an adult male patient who received treatment with synvisc and experienced infection in right knee, heat in right knee, pain in right knee, massive red swollen knee, massive swollen knee, drained the fluid from knee/ drained 20 ml of joint effusion and allergic reaction to synvisc. The patient had received one injection of synvisc in the past with no adverse event. No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2010, the patient received treatment with second intra-articular synvisc injection (dose, frequency, batch/ lot number and expiration date: not provided) into unspecified knee for osteoarthritis (mild). On an unknown date in 2010, following the injection, the patient presented to the doctor with a massive red swollen knee. It was reported that the doctor drained the fluid, it was clear and he sent if off to be tested. It did not grow anything. It was further reported that the doctor did not think it was an infection, he thought it was an allergic reaction to synvisc. Also reported, the doctor made the decision to give the patient a steroid injection in the knee straight away and by the next day the steroid injection had helped the patient's symptoms. On unknown dates, the patient recovered from all the events. It was reported that the doctor could not remember whether or not the patient still received any benefit from the synvisc after he got better from the adverse event. The patient had some platelet rich plasma (prp) injections since which helped for a few months. It was reported that the patient was given a right knee and ultrasound-guided right hip injection and it was the third injection in the third course of these for his knee. The needle went in quickly and well and after the skin had been cleaned with betadine without any complications. By afternoon patient had developed severe swelling, heat and pain in the right knee. It was reported that the patient was recommended cetirizine hydrochloride (zyrtec), in case an allergic reaction to synvisc had occurred. The next day in the afternoon, patient was seen by the doctor with the knee still in distress. The doctor drained 20ml of joint effusion and sent it straight to pathology and injected the knee with xylocaine 2% at a dose of 4ml and 1ml celestone (cortisone). The knee settled very well overnight. The differential diagnosis was infection or allergic reaction. It was reported that if the patient continued to settle, he would treat himself at home, on the presumption this was a resolving allergy. To date pathology has reported high white cells in the fluid (1800) which could be either infection or allergy. There were no crystals and no bacteria seen initially. Plain x-ray of the knee was also unremarkable. Reportedly patient was not hospitalized as celestone settled symptoms. Corrective treatment: steroid injection for massive red knee, drained the fluid from knee/ drained 20 ml of joint effusion, steroid injection and drained the fluid for massive swollen knee, cetirizine hydrochloride (zyrtec) and steroid injection for allergic reaction to synvisc a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: important medical event for infection in right knee and intervention for rest of the events. Reporter causality: probably related. Additional information was received on 05-oct-2015. Ptc results were added and text was amended accordingly. Additional information was received on 16-nov-2015. Suspect product start date was added. Additional events of infection in right knee, heat in right knee and pain in right knee were added with details. Event verbatim for the event of drained the fluid from knee was updated to drained the fluid from knee. Action taken was updated from unknown to not applicable. Related case ID added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 16-nov-2015: this case concerns a patient who received injection of synvisc in right knee and experienced pain and swelling in the knee with differential diagnosis of infection or allergic reaction in right knee. The causal role of the product in the occurrence of the event of joint infection cannot be denied since there is positive temporal relationship between administration of product the occurrence of event. Further information regarding the injection technique including other co-morbidities is required to make complete case assessment.

Event description:
This unsolicited device case from (B)(6) was received on 02-oct-2015 from a physician. This case concerns an adult male patient (in late (B)(6)) who received treatment with synvisc and experienced massive red swollen knee, drained the fluid from knee and allergic reaction to synvisc. The patient had received one injection of synvisc in the past with no adverse event. No medical history, concomitant medication or concurrent condition was reported. On an unknown date, 5-6 years ago, the patient received treatment with second intra-articular synvisc injection (dose, frequency, indication, batch/ lot number and expiration date: not provided) into unspecified knee. On an unknown date, within 1-2 days following the injection, the patient presented to the doctor with a massive red swollen knee. It was reported that the doctor drained the fluid, it was clear and he sent if off to be tested. It did not grow anything. It was further reported that the doctor did not think it was an infection, he thought it was an allergic reaction to synvisc. Also reported, the doctor made the decision to give the patient a steroid injection in the knee straight away and by the next day the steroid injection had helped the patient's symptoms. On unknown dates, the patient recovered from all the events. It was reported that the doctor could not remember whether or not the patient still received any benefit from the synvisc after he got better from the adverse event. The patient had some platelet rich plasma (prp) injections since which helped for a few months. Action taken: unknown corrective treatment: steroid injection for all the event; drained the fluid for massive swollen knee a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention for all the events. Additional information was received on 05-oct-2015. Ptc results were added and text was amended accordingly.